Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the hickman catheter was confirmed and the cause appeared to be use related. One unopened t/l hickman catheter kit and a used t/l hickman catheter was returned for investigation. The t/l tubing on the used catheter extended 37.8cm from the distal end of the cuff. A suture was tied around the t/l catheter tubing and was positioned 15.3cm distal to the cuff. A functional test of the hickman catheter revealed a spraying leak in the lumen with the blue connector. The leak site was located 14.2cm distal to the cuff and 1.1cm proximal to the suture. A microscopic examination of the leak site revealed a v-shaped hole in the tubing with sharp edges. The characteristics of the hole were consistent with a needle puncture. The product IFU cautions, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.¿ it appears that the catheter was damaged during use. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A functional test of the catheter from the unopened kit revealed no leaks.

Event description:
It was reported that the catheter was leaking 10 days after insertion. The catheter was replaced with a new catheter from the same lot without problems.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of hubn0530 showed no other similar product complaint(s) from this lot number. Device, not yet returned.

Event description:
It was reported that the catheter was leaking 10 days after insertation. The catheter was replaced with a new catheter from the same lot without problems.